Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1098334 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: 1098334 , test base part number 192-430/ lot: 1098334. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1098334 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue;however, a possible assignable root cause is patient sample interference and cross contamination h3 other text : single use, device discarded.

Event description:
The customer reported an unspecified number of unconfirmed false positive results with the ID now covid-19 2.0 assay performed on unknown dates. Repeat testing was performed on an unknown date generating negative results. It is unknown if pcr testing was performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported an unspecified number of unconfirmed false positive results with the ID now covid-19 2.0 assay performed on unknown dates. Repeat testing was performed on an unknown date generating negative results. It is unknown if pcr testing was performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The date provided is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.